Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four days following the implant of this transcatheter bioprosthetic valve, into a moderately calcified aorta, an ischemic stroke was reported. On this same date, the patient died. The cause of death was not reported; however, it was suspected that the medtronic product contributed to the stroke. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Conclusion: the device was not returned for analysis, nor were any cine images available for review. A device history record review was not required as the product event does not indicate a potential manufacturing issue. Multiple factors can influence the onset of a stroke. Its etiology may include embolization of calcific debris, patient medical history and procedural factors. ¿stroke (ischemic or hemorrhagic), transient ischemic attack (tia), or other neurological deficits¿ are listed as potential adverse events associated with the use of the valve in the evolut system instructions for use (IFU). Based on the information available, an assignable root cause of the strokes cannot be conclusively determined and the relationship to the device could not be established. However, information per the physician indicated that the stroke was unrelated to the device. The pericardial tamponade was unrelated to the delivery catheter system (dcs) and was due to a non-medtronic temporary pacemaker. There is no information to suggest a device malfunction or a failure to meet specifications that may have caused or contributed to the right ventricle perforation, stroke or subsequent death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that an ischemic stroke was noted following the procedure and thrombolysis was performed. The temporary pacemaker was turned off. Twenty minutes later, the patient developed a shock and pericardial tamponade was noted caused by a perforation of the right ventricle. The right ventricle was perforated by the temporary pacemaker. Six units of blood was administered. The pericardial tamponade was surgically addressed with pericardial drainage and the perforation was sutured via open cardiac surgery. One day following surgical intervention, a new onset of neurological symptoms was noted, including a deterioration of consciousness. A computed tomography (CT) of the head showed a second ischemic stroke had occurred. The patient's neurological status continued to deteriorate; the intensive care unit (ICU) team and family chose to discontinue further therapeutic treatment. The patient died five days following the implant of the valve. Date of event: corrected to (B)(6) 2018, removed the previous event date of (B)(6) 2018. Implanted date: the date was omitted on the initial report. The date of the implant was corrected to (B)(6) 2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded. Therefore no product analysis could be performed. If information is provided in the future, a supplemental report will be issued.